Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display with audio alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify if unit was not received stuck in manufacturing mode due to blank flashing white lcd. Unit had blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.